Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a prime (loss of prime) issue. It was reported that the loss of prime occurred 3 or more times. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Follow-up #1: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.device evaluation: the device has been returned and evaluated by product analysis on 04/20/2017 with the following findings: no records of loss of prime were observed in the black box; no data in the pump histories from the time of reported loss of prime due to continued use by the patient. On investigation, rewind, load cartridge, and prime steps were performed successfully with no alarms. Force sensor calibration testing confirmed the force sensor was detecting the correct force. The pump was exercised for 24 hours without loss of prime occurring. The pump was opened and no damage was found to the force sensor circuit. Investigation did not confirm nor duplicate the complaint. The pump was found to be operating as intended without malfunction.